Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, loss of capture and loss of sensing was noted on the right atrial (ra) lead. Fluoroscopy imaging confirmed dislodgement of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.